Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable root cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope coupler nut is loose. The event occurred during a diagnostic laparoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.